Event description:
It was reported that during the implant procedure, lead appeared distorted at the end. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) device returned but no anomalies found. Also noted was the rv coil spacing is within specifications.